Manufacturer narrative:
Additional information : the device was manufactured july 06, 2018 - july 08, 2018. One sample was received for evaluation. The bag was cut at the top where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. The leak was discovered during mixing of an unspecified drugs there was no patient involvement. No additional information is available.